Manufacturer narrative:
Investigation completed 6/05/17. Method: -device history review -trend analysis device history record reviewed for product ID a3101, serial # (B)(4) was manufactured on 20apr16 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back for this reported failure and or related to "moving" for product ID a3101 shows that no additional complaints were received. No new design or manufacturing trends have been identified. Conclusion: the device in question was not released for review after several documented requests, and the lot/serial number provided; should the product be returned, a failure analysis will be done. The root cause could not be determined at this time.

Event description:
Moving during posterior cervical cases was reported. Additional information has been requested. Linked to mfg. Report numbers: 3004608878-2017-00155 and 3004608878-2017-00156.